Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that the patient experienced painful insertion on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with lidocaine/prilocaine, prescribed by physician on (B)(6) 2015. At the time of contact, patient's father reported current condition of patient as "ok". No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: before inserting the sensor, clean the skin with a topical antimicrobial solution, such as isopropyl alcohol, and allow to dry. This may help prevent infection. Do not insert the sensor until the cleaned area is dry so the sensor adhesive will stick better. Make sure there are no traces of lotions, perfumes or medications on the area.